Event description:
It was reported that there was a sudden loss of hearing sensation. The pt was reimplanted on (B) (6) 2010. Currently, there is no more info available.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.